Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that post a right ventricular lead revision procedure. Intermittent interaction appeared to be occurring between the old and new lead. The lead remains in use and will be monitored. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.